Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device was returned to olympus for evaluation and found a flickering image due to kink on the cable. Based on the results of the investigation, the most probable cause of the finding is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the subject device presented a flickering image. There was no patient involvement.